Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation due to lack of their ipg to communicate with external devices. Follow-up identified the ipg was inoperable. Surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Effective therapy was achieved postoperatively and the issue resolved.